Event description:
It was reported an issue with dafilon suture. The client reported that the suture blunt during skin closure, doctor mentioned the suture from other batches was no issue but already have 2 cases using the suture from the same batch experience blunt. Procedure: excision drainage of large abscess of carbuncle. No patient injury.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 13 closed samples for analysis. We have checked the needles of the samples received and the tips, edges and geometry are within the specification. We have tested the needle penetration performance (average 1st penetration) of the needles received and the results do not fulfill the specification. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Needle penetration performance results (average 1st penetration) of needles tested of the raw material batches used in this product during production were 0.555 n and 0.529 n and fulfilled the specification (<0.610 n). Conclusion root cause analysis: the root-cause could not be clearly identified by the needle manufacturer. Final conclusion: taking into account that the results of the closed samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.